Event description:
It was reported that pump malfunction occurred during loading, showing malfunction code 24 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged a replacement pump, confirmed shipping details, provided instructions to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to enter pump settings and reconnect continuous glucose monitor to replacement pump.